Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient has been revised due to unknown reasons. No additional information was provided.

Manufacturer narrative:
The device will not be returned for analysis as it remains implanted. The product identification necessary to review manufacturing history has not been provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that changes a conclusion or information, a supplemental report will be submitted accordingly. The complaint number corresponding to this medwatch is (B)(4).

Event description:
It was reported that the patient has been indicated for revision of the shoulder due to unknown reasons. Attempts to obtain additional information have been made; however, no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised due to pain. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices: versa-dial 46x27x46 hum head catalog# 113048 lot# 021630; comp 8mm hum frac stem macro catalog# 11-113558 lot#473920; versa-dial/comp ti std taper catalog# 118001 lot# 723790. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2017-01563, 0001825034-2017-03271, 0001825034-2017-03270 . Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.